Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enfit port lost its adhesiveness and disconnected at the point where it connects with the y-port. The nasogastic tube was no longer able to be used.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A physical sample was not received because the customer¿s policy is to not return contamination devices. A photograph was provided for evaluation and the reported issue was observed; the connector is detached. The analysis performed by the investigation team concluded that the most probable root cause is that an operator failed to complete an assembly or follow the predetermined process steps to assure a complete assembly. Corrective action was made to support the validation of the solvent dispenser for the assembly of the y port. This change is to improve the manufacturing process and have a better control with the process assembly and implementing a new solvent dispenser for a better handling of the solvent.